Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer states the unit shuts down without an alarm.

Manufacturer narrative:
Additional/updated information was added to reflect the concentrator being returned to the manufacturer for evaluation. The result of the evaluation was that the original complaint issue of the unit shutting down without an alarm was not able to be duplicated. Therefore, this is no longer an FDA reportable event. However, a malfunction was identified during repair:

Event description:
Dealer states, the unit shuts down without an alarm.